Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed far r-wave oversensing resulting in inappropriate mode switch episode on their pacemaker (pm). The pm was reprogrammed. The patient was stable.